Event description:
Procedure type: lap appendectomy. According to the reporter: surgeon stated that he had mobilized the appendix. When he fired the white reload, it had seemingly fired fine, but when the jaws were opened, no staples were seen in the tissue on either side of the cut line. Operation was converted to open and finished with a ta 90. No reinforcement material was used. Sales rep had no further information available.

Manufacturer narrative:
(B)(4).